Manufacturer narrative:
Other, other text: there was also additional information that there was no patient present at the time of the event. Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was verified. This was determined to be due to a faulty latch lock flex. This flex was replaced and the issue was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was presenting with error code 41541. There were no reported adverse events.